Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, upon tensioning the sutures, the locking mechanism broke. The surgeon hammered the implant into the bone and drilled a new bone hole to complete the procedure using a different arthrocare implant. There were no significant delays or patient complications reported as a result of this event.